Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint that was unable to perform fluoroscopy. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this compliant.